Event description:
It was reported that patient enrolled in a retrospective clinical study underwent a left femoral resurfacing procedure on (B)(6) 2009. During post-operative monitoring, adverse wear was noted on (B)(6) 2011. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. Review of invoice history record indicates patient underwent a total left hip arthroplasty (B)(6) 2009, not a femoral resurfacing procedure reported by the initial reporter. Additional information received reports patient was revised (B)(6) 2012 due to adverse wear. The cup and head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿wear and/or deformation of articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-06269 and -08537).